Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a cgm accuracy event which occurred the same day the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading 340 mg/dl, and the bg meter was reading 435 mg/dl. The patient was wearing a tandem insulin pump. The patient was experiencing a headache, nausea, and irritability. It was reported that the patient¿s parent helped her drink water and administer insulin. There was no documentation of assistance from a higher level of care. The patient was fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.